Event description:
Information received with return of the explanted device notes that after feeling symptomatic, the patient was seen for a follow-up. The device had been programmed to ddi, but was pacing at 180 ppm with a magnet rate of 60 ppm, "measured data 44.1 min" and exhibited erroneous battery measured data.